Manufacturer narrative:
The device was an asset return with no problems reported. Upon inspection of the returned device, it was found that the power board was damaged. Minor scratches on the housing was also observed. No additional failures or defects were noted. The device has been previously serviced by olympus. Therefore, a service history review will replace DHR (device history record) review. This device has undergone multiple inspections as being asset returns. The most recent inspection was done on (B)(6) 2021, minor scratches and dings on housing were noted. The device passed functional test, output test and electrical safety test. Based on the investigation, power board damage that was found during the device inspection is likely due to improper handling of the device, such as the package was dropped during transit. The device IFU (instruction for use) states: this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage. Olympus will continue to monitor the field performance of this device.

Event description:
During an asset return inspection, the device was found with damaged power board. There was no patient involvement on this reported event. No user injury reported.